Event description:
It was reported that the patient experienced persistent high glucose while using the iLet and administered subcutaneous insulin injections with a pen while remaining connected to the pump, which constituted an improper procedure; the device had no alerts or alarms and no device component was implicated. Symptoms included hyperglycemia. Outcomes included the need for unexpected medication intervention without hospitalization and classification as a serious injury or illness. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to taking external insulin while the iLet remained active. The patient received education on treating high alerts, troubleshooting supplies, and pausing iLet for two hours when giving an external injection to avoid insulin stacking. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.